Event description:
Per the information provided to co by the physician's office, via co's international rep, the device was removed due to "infection." As reported to co, the entire device was removed and replaced with the same model prosthesis, produced by the same MFR.